Event description:
It was reported that the patient experienced skin breakdown at the upper left corner of the generator pocket. It was also reported that the patient's leads were almost coming out through the incision. The incision was not open and the leads were covered, but the skin was very thin. There was no tenderness or overt signs of infection. The patient was taken to the or for repair and position readjustment and a large amount of puss was noted; however, cultures were negative. The generator and lead were explanted. It was later reported that the patient did not have an infection, but rather an allergic reaction to titanium. It was reported that the patient's mother and grandmother have severe metal allergies. The event was resolved. The explanted generator and lead were not received for analysis. Review of the generator and lead DHR confirmed sterilization of the devices prior to distribution.

Event description:
It was reported that the patient experienced skin breakdown at the upper left corner of the generator pocket. It was also reported that the patient's leads were almost coming out through the incision. The incision was not open and the leads were covered, but the skin was very thin. There was no tenderness or overt signs of infection. The patient was taken to the or for repair and position readjustment and a large amount of puss was noted; however, cultures were negative. The generator and lead were explanted. It was later reported that the patient did not have an infection, but rather an allergic reaction to titanium. It was reported that the patient's mother and grandmother have severe metal allergies. The event was resolved. The explanted generator and lead were not received for analysis. Review of the generator and lead DHR confirmed sterilization of the devices prior to distribution.